Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited magnet rate anomaly. Next day, the device was interrogated and exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2016. The patient experienced no adverse consequences.